Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator generated a ''no external power'' alarm, although, the unit was connected to the alternating current (ac) power source. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The evaluation and repair of the unit has not yet begun. (B)(4).

Manufacturer narrative:
(B)(4). The device was received for investigation. Visual inspection found the returned component to be damaged. The solder around the alarm light emitting diode (led) was cracked. The led burned out when connected to an external power source. The probable root cause was isolated to the burned alarm led. The customer reported complaint was verified.